Event description:
It was reported that during a surgical procedure at the user facility, a white foreign material dropped off the hood. The procedure was completed successfully without a clinically significant delay, adverse consequences, or medical intervention.